Event description:
Reportedly: vent cap is attached to arterial cannula. During arterial cannulation of aorta, the vent cap failed to purge air in cannula. There was no serious injury or adverse event. The vent cap is attached to a connector then to the arterial cannula.

Manufacturer narrative:
Vent cap failed to purge air. A device history record review was performed on lot 58783493 and this device passed all specifications and inspections with no non conformances.

Manufacturer narrative:
Evaluation results: customer report of "vent cap failed to purge air" was confirmed. Rec'd (1) red cannula vent cap. Blood was evident at entire inner surface of white vent section of the cap. The cap did not allow air to pass because entire white vent section of the cap was clotted up with blood. The cap was not supposed to make contact with blood until all the air removed/vented out of the cannula. The vent cap was received at edwards (B)(4) on (B)(4) 2010 and evaluated by engineering. Dry blood is visible on the inside of the vent cap which would prevent the venting of air. A DHR review was performed and no non conformances were found for (B)(4). On further investigation of the bom it was found that there was no requirement to place the IFU in the bill of material for (B)(4). An engineering change request was initiated on (B)(4) 2010 to add IFU 60219 in the bom for (B)(4). A product risk assessment was opened on (B)(4) 2010 for this event and will be tracked to closure. We will continue to monitor trends based on procedure on an ongoing basis.